Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID 97740, serial# unknown, product type: programmer, patient; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID 97754, serial# unknown, product type: recharger. (B)(4).

Event description:
It was reported the patient had an overstimulation. The patient had a shocking sensation while taking a shower and was unable to move out of the shower to turn the stimulator off. When the water touched the patient¿s skin, the water caused the stimulation to increase. The patient fell and was laying on the shower floor for over an hour. The patient¿s husband came home and found the patient laying on the shower floor. The husband found the programmer and turned off the stimulator. The patient was anxious and concerned about their stimulator and did not feel good and right. The husband checked to see if the stimulator was turned off and the patient was pretty sure it was as they didn¿t feel stimulation. The patient scheduled a meeting with the physician in the afternoon to have stimulator checked. The patient ended up going to the emergency room (ER) after talking to the physician. The patient was admitted to the intensive care unit (ICU) with heart issues according to the physician¿s office. It was suspected that the patient had a cardiac event due to shocking sensation caused by the stimulator. The patient felt shocking all over their body when the event occurred. The patient had taken showers with the implanted system without any incident prior to event occurring. The shock was stopped when the device was shut off. The patient¿s enzymes were high which was the reason they were concerned about cardiac event having occurred. The patient had cervical leads for reflex sympathetic dystrophy (rsd) to cover bilateral hand pain. The device was checked to make sure it was off. The cause of this event was not determined. The physician was planning to explant the device system. The physician thought it was the system fault and wanted to know how they can feel confident about analysis results and findings. It was unknown if the patient had cardiac history of any kind. The patient wanted to keep the implantable neurostimulator (ins) and leads after explant because they don¿t trust medtronic with the analysis of the products. It was important that the patient understand that this could impact having good analysis performed on the product. The device system was explanted. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Patient code (B)(4) is for mild rhabdomyolysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that as the patient stepped into the water stream, the device began electrocuting them and felt initial pulse of bilateral severe stimulation through body. The patient was immediately affected by diffuse body wide tonic paralysis, some jerking movements, and shooting pain bilaterally throughout their body. This was strong enough that the patient had decreased muscle control. The frequent episodic shocks involved the patient¿s upper and lower extremities causing contractions of their hand. The patient felt like they ¿were going to die¿. The patient fell down into their shower chair and was unable to move their arms; also reported as thrown against the wall and unable to move. The patient began yelling for help, but no one else was there. The event was extremely painful, emotionally traumatic, tearful, and terrifying. The patient¿s body was vibrating so that they managed to push their toes into the drain for stability so they wouldn¿t fall off the shower chair. The shower water became cold and added to the patient¿s distress. The patient was trapped for approximately 2 hours until their husband came home. The patient remained conscious throughout the whole episode. The patient was able to ambulate but felt weak. The patient was shaky, which started after the incident. After the device was turned off, the patient did not have anymore pains or sensations of being shocked. The patient suffered damage to their toes and was having surgery in the near future. The ins had malfunctioned/failed which caused mild rhabdomyolysis (511) and troponin leak (1.90). In the ed the patient was crying and very upset. The ed found the patient had elevated creatine phosphokinase, myoglobin, and troponin. The patient denied chest pain or shortness of breath; conflicting information was also reported that the patient did have chest pains. An ap chest radiograph was performed due to the chest pains, which had negative results. It was noted the patient was hyperventilating. The patient had a EKG and stress test to ensure they did not have an underlying cardiac disease; elevated test results were due to stunned myocardium. The patient had an electrical injury. After hospital admission, the patient was given intravenous fluids with no rise in serum creatinine and metformin. Initially after the event the patient felt ¿drained, cold, weak, and sore all over¿ and appeared distressed. The patient had significant myalgias the night of the event, which has steadily improved. Bilateral quadriceps were especially sore but improved on 2017 (B)(6) and the patient was able to walk. It was noted that the patient had no evidence of prior neurovascular compromise. Also no significant myalgias, or arthralgias, but has always been kind of weak; the patient has always been able to complete all adls and iadls independently. The day after the event the patient had anxiety knowing the ins was still implanted, and was not able to sleep. During device explant it was found that the electrodes showed to be appeared grossly intact. A little bit of the plastic coating of the electrodes was cut when being removed. The patient was discharged on 2017 (B)(6). It was noted that a gait belt and walker were aids for the patient. The patient was to follow up in outpatient clinic to further check creatine kinase. Both incisions were healing well 11 days post explant. The patient experienced easy fatigue at the incision sites and baseline full body intermittent tremor. A few weeks after explant the patient still had mildly elevated creatine kinase, which was secondary to diffuse skeletal muscle injury, and small extent to cardiac, following the shocks. The patient has continued hand and leg tremors since the incident. It was noted the patient cannot take a shower if they were alone. The patient continues to take methadone with improvement. The patient did not want reimplant of the device at this time, but may consider this in the future because it did decrease symptoms. Medication did reduce the patient¿s symptoms. Four months later there were some retained sutures and keflex was prescribed. Five months later the incision was well approximated and healing but there was drainage from the incision; small open areas with bloody drainage/discharge and some retained sutures. It could be that the diabetes was not allowing for proper healing. There was no evidence of infection. This was likely just a deep wound seroma that came to surface. Keflex was again prescribed. The patient had a different device manufacturer device implanted on 2015 (B)(6). It was noted that there was thick dense scar tissue at the previous laminotomy site. The incisions (same incision sites as with prior device) healed well. No further complications were reported or anticipated. Past medical history included: diabetes type ii, diabetic polyneuropathy/painful peripheral neuropathy, depression/major depressive disorder, hypertension, osteoporosis, chronic pain associated with significant psychosocial dysfunction, osteoporosis, urinary incontinence, osteoarthritis, chronic upper back pain, chronic neck pain, hyperlipidemia, abnormality gait, somatic symptom disorder with predominant pain, a worrier, chronic neck/arm/back/limb pain.